Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported performance pull off -suture needle. It was received for analysis a suture piece of product code 8697g, lot mph675. During the visual inspection of the suture piece, not impression at the swage area and the end was damaged (cut) could be observed. In addition, the needle was not return, and we are unable to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to that the needle was not received, and condition of suture received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mhp675-8697g and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown dental and oral surgery on (B)(6) 2019 and suture was used. The suture was detached from the needle soon after starting to use. It was not a control release needle. There were no adverse consequences to the patient.